Manufacturer narrative:
(B)(4).

Event description:
A physician was attempting to use an in.pact pacific to treat a lesion in a patient. It was reported that a twist in the balloon was noted during inflation. Another in.pact pacific was used to complete the procedure. The device was removed from the packaging, inspected and prepped with no issues noted. No excessive force was used during delivery of the device and device did not pass through previously implanted stent. There was no injury to patient or clinical sequelae reported for this event. "Please note that this device (in.pact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions."